Event description:
On (B)(6), 2019, the lay user/patient contacted lifescan (lfs), (B)(4) alleging that his onetouch ultramini meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began sometime in (B)(6) 2018. He reported obtaining an alleged inaccurately high blood glucose result of ¿142 mg/dl¿ on the subject meter. The patient was comparing the result to a calibrated laboratory device, of ¿98 mg/dl¿. The tests were performed less than ten minutes apart. The patient reported that he manages her diabetes using insulin (self-adjuster), and in response to the alleged high result he increased his dose of medication. The patient reported after the alleged issue, on the same day (time unknown), he developed symptoms of ¿pain, sweaty, shaky¿, which he self-treated by consuming some food/drink. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient had been using incorrect testing steps, as the meter code was set at 01 not 25. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.